Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as small, red pink skin. The patient's doctor provided a cream for the skin irritation. There is no alleged deficiency. Follow up was completed and the skin irritation was improved. The patient continues to wear the lifevest.